Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room and presenting data shows what appears to be intermittent loss of capture and elevated threshold measurements on the right ventricular (rv) channel. A revision procedure was performed, and this rv lead was removed from the device and hooked up to the pacing system analyzer (psa) and intermittent capture was observed. The lead was repositioned, and all numbers were within normal limits. No additional adverse patient effects were reported.